Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, there were no images to confirm that the alignment process was successful. While advancing through the native valve, the bioprosthetic valve slipped out of the delivery system balloon, causing a misalignment between both. When the balloon was inflated, the valve flared distally and it could not be inflated because the balloon was in a more ventricular position. Then, using a 29mm edwards balloon and commander delivery system, the valve was successfully pulled back to the descending aorta and deployed. A second 23mm sapien 3 ultra valve was successfully implanted in the intended location. Patient was stable after procedure. As per medical opinion, the perceived root cause of the event was either the native valve or operator misuse, given that there were no images to confirm the alignment process.

Manufacturer narrative:
Supplemental report submitted to include competition of the engineering evaluation. Update h6: device code and health effect - impact code per additional discussion with engineering. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve moves on balloon working length during positioning was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported ''approach. During procedure, there were no images to confirm that the alignment process was successful. While advancing through the native valve, the bioprosthetic valve slipped out of the delivery system balloon, causing a misalignment between both. When the balloon was inflated, the valve flared distally and it could not be inflated because the balloon was in a more ventricular position''. A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, built-up tension within the delivery system during the procedure (e.g., via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. In this case no image of valve alignment were provided neither information of patient anatomy. Due to limited information a definitive root cause could not be determined. A pra was previously initiated to investigate and a CAPA was previously initiated to document the investigation. As no device or labeling problem was identified during the evaluation, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.